Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted was with an incorrect date. This follow-up report is to note that it should have reflected a date of 07-may-2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The root cause was determined to be manual app closure. No injury or medical intervention was reported.